Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, post-sensed t-wave oversensing was observed. Programming changes were recommended. Lead replacement was planned during device change-out procedure.

Event description:
New information received notes that the patient was downgraded from an ICD to pg. The patient did not receive any shocks in fifteen years so it was determined that the patient does not need an ICD. Defib portion of the lead was capped and pace/sense portion was used with the new pg. Procedure was performed on (B)(6) 2016. Patient is doing well and is stable.